Event description:
Ous MDR - after an implantation time of about 28 months, it was reported that the pacemaker displayed a warning about increased power consumption on the programmer. Biotronik recommended an explantation. No deterioration of the patient's state of health was reported. The product is currently still implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing productions documents and the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. The clinical observation was confirmed. The analysis of the pacemaker memory excerpt documented an unexpected power consumption. This intermittent increased power consumption could indicate a malfunction of the pacemaker electronics. Based on the available data, a reduction in the remaining operating time can be assumed due to the current power consumption. The physician has already been informed of this fact. To prevent potential injury to the patient, we therefore recommend a precautionary exchange of the device and to send it back to biotronik for analysis. Of course, this recommendation can in no way replace the doctor's medical assessment and weighing of the individual circumstances of the patient.

Manufacturer narrative:
After it was received, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. In general, the programmer displays a warning message in case of increased current uptake. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. Next, the pacemaker was opened, and the components of the electronic module were inspected. The battery was still sufficiently charged. Further analysis identified a damaged capacitor, which caused increased power consumption and subsequently led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to be as expected. There were no other causes for the increased current uptake than the damaged capacitor. In addition, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In particular, the power consumption of the pacemaker was unremarkable. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.